Event description:
It was reported that the patient presented to the hospital for a implantable cardioverter defibrillator (ICD) exchange procedure on (B)(6)2022. While attempting to explant the ICD, it was noted that the torque wrench had difficulty connecting to the set screw. The set screw was stripped making it difficult to loosen it. After multiple failed attempts, the ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of a set screw anomaly could not be confirmed, due to the atrial septum and setscrew not being received with the device. Visual inspection of the header and available septum and set screw did not reveal any anomaly. Test leads were able to be inserted, secured, and removed from the header normally using the available set screw and lab set screw.